Event description:
It was reported that in (B)(6) 2011, the patient was told by her pump refill physician that she had the flu. She went to her family physician and they found that the catheter was kinked at the bottom tip and was against the bone of the spine. It was later reported that the patient went thru withdrawal. Her oxycontin and zofran oral meds were increased to try and manage the symptoms. The patient went back to her pump refill physician and was told all was normal. Another physician did a dye study the next day and he told her that the catheter had to be replaced. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the patient had experienced nausea. There was no kink; however, the patient complained of pain in the back at the adaptor site. No catheter revision or replacement was performed and there was no troubleshooting done. It was indicated that the patient didn¿t experience any nausea after taking zofran. The device system was used to deliver fentanyl, bupivacaine, clonidine, and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6); product type catheter. (B)(4).